Event description:
The article, "mitral leaflet tear following transcatheter edge-to-edge repair: a case series and mechanistic insights", was reviewed. The article presented a case study of a 78-year-old female patient with a history of heart failure, preserved ejection fraction, pulmonary hypertension, and severe symptomatic mitral regurgitation (mr) for a mitraclip procedure on an unknown date. The patient had a restricted posterior leaflet, an anterior leaflet length of 24mm, and a short posterior leaflet length of 8mm. During the procedure, the first mitraclip ntw was deployed. Residual severe mr prompted a second mitraclip ntw device implantation. During device manipulation, the anterior leaflet tore, resulting in acute severe mr and hemodynamic collapse. Mechanical circulatory support, tricuspid annuloplasty, and emergency mitral valve replacement was performed. The patient's postoperative course was complicated by sepsis and multiorgan failure. The patient passed away on an unknown date. [The primary and corresponding author was mony shuvy, jesselson integrated heart center, shaare zedek medical center and faculty of medicine, hebrew university, 8 jerusalem, israel, with corresponding e-mail: monysh@gmail.com.]

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: mitral leaflet tear following transcatheter edge-to-edge repair: a case series and mechanistic insights. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mitral leaflet tear following transcatheter edge-to-edge repair: a case series and mechanistic insights", was reviewed. The article presented a case study of a 78-year-old female patient with a history of heart failure, preserved ejection fraction, pulmonary hypertension, and severe symptomatic mitral regurgitation (mr) for a mitraclip procedure on an unknown date. The patient had a restricted posterior leaflet, an anterior leaflet length of 24mm, and a short posterior leaflet length of 8mm. During the procedure, the first mitraclip ntw was deployed. Residual severe mr prompted a second mitraclip ntw device implantation. During device manipulation, the anterior leaflet tore, resulting in acute severe mr and hemodynamic collapse. Mechanical circulatory support, tricuspid annuloplasty, and emergency mitral valve replacement was performed. The patient's postoperative course was complicated by sepsis and multiorgan failure. The patient passed away on an unknown date. [The primary and corresponding author was mony shuvy, jesselson integrated heart center, shaare zedek medical center and faculty of medicine, hebrew university, 8 jerusalem, israel, with corresponding e-mail: monysh@gmail.com.]

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death, sepsis, multiple organ failure, hypotension, and tissue injury were unable to be determined. The reported mitral regurgitation was likely related to the reported tissue injury. The reported patient effects of death, sepsis, multiple organ failure, hypotension, tissue injury, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.